Event description:
A peritoneal dialysis pt contact has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt contact stated that the leak occurred during a fill and was noticed when the cassette was removed. He stated he could not identify the origin. Pd nurse reports the pt has had no ill effects or antibiotics administered. Effluent has remained clear. There is a sample available for eval.